Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported material deformation was confirmed although the reported failure to advance and difficult to position could not be confirmed as it was based on operational circumstances of the procedure. The investigation determined the reported difficulties and returned device status appear to be related to anatomical conditions as the treated lesion was reported tortuous with mild calcification which then contributed to the noted dislocated stent implant. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the omni-link elite 35 stent delivery system (sds) failed to cross the tortuous subclavian artery, mildly calcified lesion. The failure to cross was due to resistance met during advancement with the 6 french sheath and due to the proximal lesion anatomy. The stent struts were noted flared. The device was removed without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay in the procedure. There was no additional information provided. The device returned with the stent implant dislocated on the balloon.